Manufacturer narrative:
Investigation: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviations occurred only one maintenance record related with batch complaint and defect was detected. We received the picture and sample sent by the client for evaluation, so with them were possible to carry out an investigation, confirm the complaint for the defect and determine the probable root cause. The foreign matter, according picture sent by the customer, occurred due to one machine cleanness packing machine after maintenance. The fm refers to kind of grease remained from devices of assembly machine.

Event description:
It was reported that a needle precisionglide 18x1-1/2in had foreign matter. The following was reported, "we found one hypodermic needle (1,20x40mm) contaminated with mold. The dirt is well visible inside the plastic shield of the needle. The package is sealed. Batch: 8318623 - 12/2018."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle precisionglide 18x1-1/2in had foreign matter. The following was reported, "we found one hypodermic needle (1,20x40mm) contaminated with mold. The dirt is well visible inside the plastic shield of the needle. The package is sealed. Batch: 8318623 - 12/2018."